Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('during the essure implantation her fallopian tube was perforated and the material broke off') and device breakage ('during the essure implantation her fallopian tube was perforated and the material broke off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device insertion ("during the essure implantation her fallopian tube was perforated and the material broke off"). The patient was treated with surgery (essure removal via laparoscopy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('during the essure implantation her fallopian tube was perforated and the material broke off') and device breakage ('during the essure implantation her fallopian tube was perforated and the material broke off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device insertion ("during the essure implantation her fallopian tube was perforated and the material broke off"). The patient was treated with surgery (essure removal via laparoscopy in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage and fallopian tube perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.